Event description:
The patient presented with mitral stenosis. The physician found the valve to be thrombosed with pannus-like tissue growing up the stent posts from below. The physician also stated that during explantation, the valve appeared to be not seated properly in the annulus. It was also reported the patient had a series of small strokes leading up to explant.